Event description:
It was reported that the image was loss during surgery. The surgery was scheduled to be open and was completed as scheduled.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: sdc frozen to stryker logo during reboot. Probable root cause: - sdc3 application software - gravity workflow software application - power loss - lcd assembly - bad cables or extenders or loose connections - manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was loss during surgery. The surgery was scheduled to be open and was completed as scheduled.